Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising.

Event description:
It was reported that there was a red alert lead warning for a superior vena cava (svc) coil impedance measurement above the programmed threshold. The patient had a programmer session two days after the elevated impedance measurement, and the svc impedance alert threshold was changed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.